Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving hydromorphone via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient was in the hospital for increased pain and black stools. They reported they were experiencing intense pain radiating from their chest down their left shoulder and into their hand. Their hydromorphone was increased by 0.5 mg. On (B)(6) 2021 the patient experienced inadequate pain relief averaging at 9/10 and reduced to 7/10 with boluses. Their hydromorphone was increased by 2 mg. On (B)(6) 2022. The patient rated their current pain at 10/10. The patient was given an epidural steroid injection. On (B)(6) 2022 the patient reported their boluses reduced their pain from 9/10 to 4/10. Their simple continuous (sc) dose was increased by 500 mcg and their boluses were increased to 125 mcg. On (B)(6) 2022. The patient reported that their last reprogramming worsened their pain. Their sc was decreased by 500 mcg/day and boluses were added at 21/7mcg per bolus. On (B)(6) 2022. The patient stated their boluses reduced their pain from 10/10 to 8/10. On (B)(6) 2022. The patient stated their boluses reduced their pain from 8/10 to 3/10. On (B)(6)2022. The patient was admitted to hospice so they could not administer boluses; they were switched to flex programming with 11 boluses. The clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relationship of the event to the drug was indicated to be related and the action that caused this was an increased dose. The outcome of the event was noted as unresolved at time of study exit/death/study closure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient passed away, on (B)(6) 2022, due to malignant neoplasm of part of bronchus or lung unrelated to the device, therapy or procedure.